Manufacturer narrative:
It was reported that after an initial bunion surgery on (B)(6) 2021, one of two compression screws in the patient's big toe was removed on (B)(6) 2021 due to pain and being "too long". On (B)(6) 2021, the patient underwent another procedure to remove the remaining hardware (MDR# 3011623994-2022-00011) due to pain and the other two compression screws being loose (MDR# 3011623994-2022-00010). No device was returned for evaluation. The patient indicated that upon hardware removal, there were no deficiencies or malfunctions found with any tmc device, but she believes the compression screws which were described as "rocking back and forth, hallowing out" her bone, were too large for her bones and implanted at an incorrect angle, eventually resulting in stress fractures. Since the hardware was removed, the patient indicated that although she is still in physical therapy which is painful, the pain in her foot is mostly gone and her movement has improved. Although a number of factors could have contributed to what was reported, the most likely cause cannot be determined based on the available information. However, improper device selection or placement, and/or post-operative activity could potentially lead to loosening hardware. The instructions for use, lbl 1405-9056, identifies warnings related to postoperative care and the surgical technique, lbl 1405-9095, instructs on proper device selection and the proper method for inserting compression screws. The company will supplement this MDR as necessary and appropriate.

Event description:
It was reported that after an initial bunion surgery on (B)(6) 2021, one compression screw in the patient's big toe was removed on (B)(6) 2021 due to pain and being "too long".

Manufacturer narrative:
It was reported that after an initial bunion surgery on (B)(6) 2021, one of two compression screws in the patient's big toe was removed on (B)(6) 2021 due to pain and being "too long". On (B)(6) 2021, the patient underwent another procedure to remove the remaining hardware (MDR# 3011623994-2022-00011) due to pain and the other two compression screws being loose (MDR# 3011623994-2022-00010). No device was returned for evaluation. The patient indicated that upon hardware removal, there were no deficiencies or malfunctions found with any tmc device, but she believes the compression screws which were described as "rocking back and forth, hallowing out" her bone, were too large for her bones and implanted at an incorrect angle, eventually resulting in stress fractures. Since the hardware was removed, the patient indicated that although she is still in physical therapy which is painful, the pain in her foot is mostly gone and her movement has improved. Although a number of factors could have contributed to what was reported, the most likely cause cannot be determined based on the available information. However, improper device selection or placement, and/or post-operative activity could potentially lead to loosening hardware. The instructions for use, lbl 1405-9056, identifies warnings related to postoperative care and the surgical technique, lbl 1405-9095, instructs on proper device selection and the proper method for inserting compression screws. The company will supplement this MDR as necessary and appropriate.

Event description:
It was reported that after an initial bunion surgery on (B)(6) 2021, one compression screw in the patient's big toe was removed on (B)(6) 2021 due to pain and being "too long".